Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that the objective lens come out from tip during a procedure. No negative impact in state of health reported. On (B)(6) 2024 we got new information, that during procedure the lens fall out inside patient body and caused a prolongation for more than 60 minutes. It is unclear if the separated part could be retrieved. Therefore, as a precaution, the case is deemed reportable.